Event description:
It was reported that during bench testing, the ventilator's turbine would vary speed. On a couple of occasions, the ventilator¿s turbine would not begin spinning on startup unless nudged with a wrench. These problems were not reported by the user.

Manufacturer narrative:
The field service center replaced the ventilator's turbine to correct the reported problem.